Event description:
It was reported that the patient presented with ventricular tachycardia. The target lesion was in the left anterior descending artery with moderate tortuosity and mild calcification. Pre-dilatation was performed and the 3.5 x 33 mm xience alpine stent was deployed. Intravascular ultrasound (ivus) was performed, and the stent was confirmed to be fully apposed. The patient was given a bag of angiomax, which was finished. Two hours post-procedure, the ventricular tachycardia returned and stent thrombosis was found. Balloon dilatations were performed for treatment and the patient is clinically stable. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The reported patient effects of ventricular tachycardia and thrombosis, as listed in the xience alpine everolimus eluting coronary stent system electronic instructions for use (IFU) are known patient effects that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.